Manufacturer narrative:
Updated block: b5. Per the field service representative (fsr), there was also a yellow 'service gas system' error message observed once perfusion screen was loaded. There were no audible alerts.

Event description:
Additional information received that the surgery was completed successfully. There was no delay in continuation of the surgical procedure.

Manufacturer narrative:
The reported complaint was confirmed. The oxygen sensor was discarded so no further evaluation could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the o2 calibration failed. He replaced the oxygen sensor cartridge. The unit operated to the manufacturer's specifications. Per the fsr, the hose connections were checked and there were no leaks. A second calibration was attempted that also failed. The sweep had to be doubled, and it was reading as such on the mechanical flow meter. He used the local knob to control the fraction of inspired oxygen (fio2) which read 22% but partial pressure of oxygen (pao2) was in the 300s confirming higher fio2.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed oxygen (o2) calibration. As a result, an alternate device was employed. There was a reported delay for the replacement of the unit. There was no blood loss, nor adverse consequences to the patient.